Event description:
Follow up with the company representative revealed that lead pin troubleshooting was performed during the surgery.

Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently left out that the patient underwent vns lead replacement surgery. If explanted, give date, corrected data: initial report inadvertently listed ni instead of (B)(6) 2017.

Event description:
The patient underwent vns lead replacement. Attempts at product return revealed that the facility, historically, discards all explants.

Event description:
It was reported that high impedance was observed on the patient's generator during a clinic visit with the physician a few weeks following the vns implant surgery. It was reported that impedances were within normal limits after the surgery. The patient could not recall any recent falls or potential causes of a lead fracture. X-rays were performed and reviewed by the surgeon, but not made available to the manufacturer to date. The patient was referred for vns replacement surgery. No additional relevant information has been received to date.